Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend involved with this complaint for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint does not show any additional complaints related to this product and/or this event. A log review was performed and it was found that the vessel sealer extend was used on (B)(6) 2022 during a gastric bypass (roux-en-y) procedure on system (B)(4). No image/video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was reported that tissue was sticking to the jaws of the vessel sealer extend instrument. Medical intervention may be required in the event that the tissue gets stuck on the jaws, or clamped between the jaws. At this time, it is unknown what caused the reported event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, tissue kept sticking to the blade of the vessel sealer extend. A backup instrument of the same kind was used to complete the procedure. There was no reported injury. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigation did not replicate or confirm the reported event. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw's ceramic dots were present. Energy was delivered without any issues and the cut test passed. The blade did not exhibit any signs of damage or sticking. A review of the logs showed no failures. There was no problem detected.